Manufacturer narrative:
New information was received about the model and lot number of the cable and edwards does not have reporting responsibilities for this device under contractual agreement with a third party vendor.

Manufacturer narrative:
The device is expected to be evaluated; however, at the time of this report, the device has not been returned. A supplemental report will be submitted to communicate the results of the complaint investigation results. The 510k number and DHR (device history record) summary are not available as the model number of the product is not known.

Event description:
It was reported, that during an MRI procedure there was a small fire in a pressure transducer cable that connected a disposable pressure transducer (dpt) to a bedside monitor. There was no patient compromise and no other system-related devices were reported as suspect. Multiple attempts were made to obtain additional information without success.